Event description:
It was reported a spectrum pump had a "door latching issue." It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door latch issue" was reproduced as a door not fully latched message, confirming the customer's allegation. This condition was attributed to excessive force needed to close the door. The door hooks and latch pins were replaced to correct this condition.